Event description:
It was reported that during a laparoscopic appendectomy procedure, the physician was using the device to transect the appendix and after he fired the device, the instrument would not open. He placed clips on either side of the device and cut it loose. There was no reported patient consequence.